Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 410 mg/dl. The customer felt clammy and weak. The customer was treated for the high blood glucose with a bolus. The customer felt that the insulin pump was not delivering the correct amount of insulin. The customer stated they had issues putting infusion sets in the stomach because of scar tissue. The customer stated that they will call back at a later time to troubleshoot the issue.